Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the adaptor is breaking (crack) for aquapak oxygen tubing. A leak appears.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The sample was then placed on the oxygen flowmeter under o2 flow at 15 l/min for 20 minutes and no leaks were encountered. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that the adaptor is breaking (crack) for aquapak oxygen tubing.a leak appears.